Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. No damage on the c13/lcd isolation tape noted. The pump passed rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. However, the pump was received with corroded battery tube, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 191 mg/dl. The customer stated that the display was not blank less than 30 seconds. The customer inserted new battery and nothing came up. The customer stated that there seem to be some dirt spots coming off from the battery compartment. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.